Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to normal eri, loss of sensing and capture were observed on the atrial lead. Upon interrogation prior to the procedure, a programmer note from (B)(6) 2015, stating that the atrial lead exhibited loss of sensing and capture was noted. Low lead impedance was also confirmed via lead test. The physician elected to cap and replace the lead on (B)(6) 2017. The patient was stable before, during and after the procedure.